Event description:
At the end of a cerebral angiogram procedure performed by a fellow, a fragment of wire was noticed in the patient's right femoral artery, while attempting to use a closure device. The fragment consisted of a segment of introducer wire from the access kit. A percutaneous snare was used to retrieve the fragment. No harm or injury to the patient was reported.